Event description:
A malfunction was reported on the pump, specifically citing "malf 9" as the issue. There was no adverse impact to the customer's blood glucose level. The customer was unable to charge the pump and plans to follow up once they have the charger.